Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the screw sleeve (cev7145b6) broke in the patient's body. The trocar was removed from the abdominal wall. It was reported that a single-use trocar was used. There was no patient injury and the event did not lead to an increase in surgery time. Date of event: (B)(6) 2023

Manufacturer narrative:
The screw sleeve (cev7145b6) was not returned for evaluation and no lot number has been provided; therefore, an evaluation of the device was unable to be performed and the device history record (DHR) could be reviewed. The potential root cause is that the user likely applied an excessive pressure on the device. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.